Event description:
It was reported that the right ventricular (rv) lead was explanted due to a system upgrade. There were no product performance issues reported while the lead was implanted. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to metal ion oxidation (mio) while in vivo. The outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).